Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). Prior to the commencement of the procedure a 0.5cm pericardial effusion was present on the right side of the heart. After a successful transeptal puncture, the was was advanced into the left atrium and a pericardial effusion was discovered. Fluoroscopic contrast assessment of the left atrium revealed the movement of fluid out of the ventricle into the extra vascular space. Heparin was halted, protamine was administered, and a pericardiocentesis was performed. The laa closure procedure was aborted. The patient stabilized and was transferred to the intensive care unit for recovery. Two days post index procedure the patient fully recovered and was discharged.